Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. The root cause is unknown. Corrective actions cannot be established at this time. It is necessary to evaluate the sample involved in this complaint in order to perform a proper a thorough investigation. If the device sample becomes available at a later date this report will be updated. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer complaint alleges "upon investigation the column was full of water and bubbling up. The circuit was filled with water." The alleged malfunction was reported as detected during a patient use. It as reported there was no harm or consequence to the patient.